Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was displaying a wrench code 6 (response button stuck). The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 6) has been confirmed. Upon investigation, the front response button was stuck, which caused the wrench code reported by the pt. The root cause of the stuck response button was unable to be positively determined. No adverse event resulted from the defective response button. The pt received a replacement monitor.